Event description:
It was reported to boston scientific corp that a gold probe device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2009 (pt age over 18 yrs). According to the complainant, they were not able to get the gold probe device to cauterize, when they activated the generator. They tried other probes, and they worked fine. The procedure was completed with another gold probe. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The customer's complaint for the device's inability to deliver cautery has been confirmed. The visual inspection during analysis revealed missing gold at the first three bands; no other material anomalies were noted. The device failed electrical testing. The cause for the missing gold at bands was not determined to have been caused by a supplier material or manufacturing process issue. The root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2009 (patient age unknown, however (B)(6), patient weight is unknown). According to the complainant, they were not able to get the gold probe device to cauterize, when they activated the generator. They tried other probes, and they worked fine. The procedure was completed with another gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.